Event description:
The balloon catheter was advanced to the area of the lesion. After a brief inflation, the balloon could not be removed without difficulty. When the catheter was finally removed, the balloon material was noted to be missing. The pt was sent to immediate surgery.